Event description:
It was initially reported to boston scientific corporation that a handle of a wallstent biliary stent device broke. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results which found the stent wires uncrossed and damaged.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the evaluation findings of stent wire damage. Visual examination of the returned device noted that the stent was fully mounted. The t-bar connector was detached from the outer sheath and that the extension tube was missing. Examination of the t-bar connector noted the evidence of glue inside, the fillet of glue was present but had detached from the t-bar connector and was situated on the outer sheath. It was noted that the stainless steel shaft was bent in appearance. It was possible to retract the outer sheath by hand and deploy the stent however some resistance was noted initially. Examination of the deployed stent noted that some of the distal stent wires were uncrossed and damaged. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.